Event description:
The customer states they received a false negative reaction on the provue in an antibody screen test on a sample that tested positive 4 days later. Incorrect results were reported. There was no harm to any patient.

Manufacturer narrative:
As per cts-us 2nd level support - the images show that the provue is resulting reactions appropriately. Review of the log files does indicate that the provue is operating as expected and is reading cards appropriately. (B)(4). Service not requested.